Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime was confirmed by the certified service engineer. As a result, the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the staff were having battery power issues. It was noted that the "main operation is fine, however running on battery alone, a rapid depletion over 2 mins is seen". This should be at least 90 mins of battery power. Overnight charging is normal.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that the staff were having battery power issues. It was noted that the "main operation is fine, however running on battery alone, a rapid depletion over 2 mins is seen". This should be at least 90 mins of battery power. Overnight charging is normal.